Event description:
It was reported wireless telemetry was lost during ICD threshold tests. This occurred both in surgery room and in patient's room, at pre-discharge follow-up. All else checked out fine. Additional information was later received reporting that temporary testing could not be completed. During threshold testing, a message poped up saying that it was unable to complete testing, due to telemetry error message. No patient complications have been reported as a result of this event, and the device status is unknown.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.